Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/14/2024, a sales representative reported via phone that an ar-8925ss syndesmosis tightrope xp had an issue. While tensioned down, the tightrope had the suture frayed and then got tangled and bundled up so they could not tension it further. The broken suture was removed from the patient, and another kit was opened from a different lot with no issues. There was a five-minute delay. This was discovered during a fibula fracture syndesmosis repair on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.